Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant to treat a left atrial appendage (laa). The patient had a pre-existing pericardial effusion. Transseptal access was inferior in the bicaval, and mid on the short axis. The patient's activated clotting time (act) level was 317 seconds. The patient's left atrial pressure was 18mmhg. Fifteen thousand units of heparin were administered. During the procedure three attempts were made to deploy the occluder. It was determined that the occluder was too big in size. The occluder was removed and sized down to a 20mm amplatzer amulet left atrial appendage. The second occluder was re-captuered twice. Upon deployment, the patient's blood pressure dropped. The pericardial effusion appeared to be unchanged from baseline. It was discovered that there was a small pericardial effusion and a larger pleural effusion. A pericardiocentesis was performed. It was then noted that the patient's left lung collapsed. A drain was placed in the left lung. The patient continued to bleed, and a thoracotomy was performed to control the bleeding. On (B)(6) 2025 the patient passed away. The cause of death was the pericardial and pleural effusion.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-perforation, pericardial effusion, pleural effusion, low blood pressure/hypotension, pericardiocentesis death) was reported. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Reportedly, the patient had a pre-existing condition pericardial effusion. Based on cine and medical review performed at abbott ¿the exact cause of death two days post-implant is unknown but likely is procedure related due to complications from the thoracotomy used to control the bleeding associated with multiple device deployments.¿ based on the information received, the cause of the reported implant related to tissue damage associated with perforation and pericardial effusion resulted in hypotension and appeared to be related to procedural circumstances (pericardiocentesis). The reported unexpected medical interventions and surgical intervention resulted of case-specific circumstances as pericardiocentesis was performed. Based on the information received and medical review, the cause for the reported death could not be conclusively determined. It is possible that the cause is related to the procedure and the patient's comorbidities. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.